Event description:
It was reported that the patient was not symptomatic. It was noted that during a routine follow up in clinic an alert for an output anomaly was observed on the implantable cardioverter defibrillator (ICD). The alert noted "possible high voltage circuit damage detected on (B)(6) 2023". The date of the alert in question was the device implant date. Technical services review noted the alert may have been related to electrocautery use during initial implant. There was no indication of any issues with output. This was a known previously documented alert. No programming changes were made. The patient remained stable before, during and after interrogation.